Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the device never entered the patient body, and the issue was encountered during the preoperative preparation. The catheter tip was not shaped, the leak was in the distal segment of the catheter, and there was no other visible damage to the catheter.

Manufacturer narrative:
As found condition (condition of returned device): the echelon-10 micro catheter was returned for analysis within a shipping box and within a sealed biohazard pouch. Visual inspection/damage location details: the echelon-10 total length was measured to be ~156.0cm (reference: 155.0cm). The useable length of the echelon-10 micro catheter was measured to be ~148.0cm which is within specification (specification: 147.0cm ± 1.5cm). Upon visual inspection, no issues or irregularities were found with the echelon-10 micro catheter hub, body or distal tip. The distal tip was noted pre-shaped. Testing/analysis (including sem reports): the echelon-10 micro catheter was flushed; however, water was unable to exit the distal tip. A mandrel was then inserted into the echelon micro catheter but met resistance at ~60.7cm from hub and ~90.7 from distal tip. The catheter was found to be occluded with what appeared to be saline. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿leak¿ was unable to be confirmed as the catheter was unable to be flushed. The root cause was unable to be determined. Possible causes for catheter leak are catheter punct ure/damage/rupture/breaks or separations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that an echelon microcatheter was observed to be leaking water during preparation for a procedure. It was noted the device was prepared and flushed as indicated in the instructions for use (IFU). The echelon catheter was replaced to continue the procedure. There was no harm or injury to the patient.